Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated as necessary.

Event description:
Boston scientific crm received information that during a routine device check it was noted that the non-boston scientific right ventricular (rv) lead exhibited high threshold measurements at maximum outputs. The patient stated that he had been feeling light headed and had experienced syncope a few times. The physician opted to surgically abandon the non-boston scientific rv lead and explant the device. No specific allegations were made against the boston scientific pacemaker. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.